Event description:
The pt called and left a voice mail that she had an eye infection. Several attempts to follow up with the pt for more info were made with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
The manufacturer report number was reported incorrectly as 2640128-2011-00076. The correct report and manufacturer number should be 9614392-2011-00187 and has been submitted.